Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 111 to 142mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 188 and 190mg/dl using true metix meter. The test strip lot manufacturer's expiration date is 2/21/2019 and open vial date is 10/24/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with high results. This is a replacement meter that is reading higher than expected. Customer's hga1c level last week 7.4. Customer states that the test was performed fasting. He is feeling fine and is not experiencing any symptoms of hypoglycemia or hyperglycemia.